Manufacturer narrative:
Customer returned pump for an alleged battery cap contact missing/damaged, charge/battery lasts less than expected, unexpected battery power loss and failed battery alert/battery failed alarm found on 06-nov-2025. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no charge/battery lasts less than expected, unexpected battery power loss and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 11/01/2025 17:10:13.000, 11/04/2025 17:52:51.000, 11/04/2025 18:02:00.000, 11/04/2025 18:10:45.000, 11/05/2025 06:49:36.000 to 11/05/2025 06:50:41.000. Failed battery alert/battery failed alarm was found on: 11/04/2025 18:10:58.000, 11/05/2025 06:49:53.000, 11/05/2025 06:50:06.000, 11/05/2025 06:50:29.000. Power loss alarm was found on: 11/04/2025 18:11:07.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 19-nov-2025 at 17:00:01.000. There was no power data available for the dates of 04-nov-2025 and 05-nov-2025. Unable to check power data for failed battery alert/battery failed alarm and power loss alarm. There is no low battery alert recorded in the formatted history file. No unexpected low battery alert, failed battery alert/battery failed alarm and power loss alarm noted during testing. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days or charge/battery lasts less than expected due to no record of a low battery alert fault 104 in pump history records. In further review of the formatted history file 1 week prior to the event date of 06-nov-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 11/03/2025 08:55:00.000, sensorerroralert (801) was found on: 11/02/2025 20:27:46.000 to 11/02/2025 20:57:49.000, 11/03/2025 07:57:47.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected, unexpected battery power loss and failed battery alert/battery failed alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery alarm which was not true, as customer changed a new battery last week. The customer also reported that pump was not working correctly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. Customer reported receiving replace battery alert/ replace battery now alarm after receiving a low battery warning. Low battery warning occurred at least 8 hours before replace battery alert. Customer reported that battery cap contacts were damaged. Customer received another battery failed alarm after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.